Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced fainting spells. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Ts noted that there were non-sustained episodes in the past 72 hours. However, there were no out-of-range measurements and the presenting electrogram showed the device operating as programmed. This device remains in service. No additional adverse patient effects were reported.